Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failures. The customer¿s blood glucose was 173 mg/dl. Customer states they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed selftest and displacement test. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on keypad assembly.